Event description:
Customer reportedly performed multiple back to back comparison on the aviva system 258 mg/dl and 110 mg/dl, 130 mg/dl and 300 mg/dl; 204 mg/dl and 108 mg/dl. No blood glucose symptoms reported with these results. No actions taken based on device results. No qcs were used. No adverse event reported. Requested return of suspect device and replacement was sent.